Event description:
A patient in (B)(6) who had recently started chronic dialysis (13 days prior to this event) had a cardiac arrest immediately following the initiation of a dialysis treatment which involved bicart and revaclear 300 dialyzer. The patient was successfully resuscitated and transferred to the hospital. The disposables were discarded and not available for analysis. The following day, the patient was scheduled to undergo dialysis with a competitor¿s machine, blood line and dialyzer. Immediately upon the initiation of treatment (with competitors machine and products) the patient became symptomatic with shortness of breath, decrease in oxygen saturation, anxiety, feeling hot and nausea. Treatment was immediately terminated and the patient was administered a steroid, adrenalin and oxygen.

Manufacturer narrative:
The involved dialyzer revaclear 300 was not available for investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. Gambro performed a complaint history file check. No further complaint was reported for this lot number.